Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there were small air bubbles in the tubing. The customer reported that the cannula was bent. The customer's blood glucose was 551 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection and went down to 435 mg/dl. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.